Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The sheath did not split completely and the clip deployed inside the sheath. The physician removed the starclose device from the pt and reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the clip did not exit the tube set and stopped at the cylindrical body and distal retaining ring. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."